Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) and an inappropriate shock due to rapid ventricular response (rvr). Technical services (ts) was consulted and recommended reprogramming options. This ICD remains in service. No additional adverse patient effects were reported. Additional information has been received, and this ICD was explanted due to no measurements being shown for the p wave, but pacemaker system analyzer (psa) measurements were successful, it was noticed that the settings were turned off for the right atrial lead, but the ra generator was still replaced. In addition, oversensing of atrial activity in the right ventricular lead was noted. This ICD has not returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) and an inappropriate shock due to rapid ventricular response (rvr). Technical services (ts) was consulted and recommended reprogramming options. This ICD remains in service. No additional adverse patient effects were reported. Additional information has been received, and this ICD was explanted due to no measurements being shown for the p wave, but pacemaker system analyzer (psa) measurements were successful, it was noticed that the settings were turned off for the right atrial lead, but the ra generator was still replaced. This ICD has not returned for analysis. No additional adverse patient effects were reported.